Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0203163967 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that when the patient came to the clinic to get the feeding tube removed, it was found that the retention button of the feeding tube had migrated under the skin of the patient. The patient will required surgical extraction of the device. Per additional information received 11 oct 2019. The patient is in good condition. The patient had gone to get their feeding tube removed due to the stopping of nutrition. Per additional information received 22 oct 2019, the tube had been in place from (B)(6) 2019 to (B)(6) 2019.